Event description:
It was reported that during a ptca treatment procedure, the tip of the pt graphix int j guidewire fractured. The pt was asymptomatic during this event. The lesion being treated was an occluded graft to the right coronary artery. The physician attempted to cross the lesion with the pt graphix int j guidewire and the added support of a non-inflated 3.0mm jomed mercury balloon. The tip of the guidewire fractured off, and was lying in the balloon guidewire channel. The fractured portion of the guidewire was successfully removed. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good.'